Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported the patient experienced a feeling of ¿tightening around his brain¿ after his ipg was implanted. As a result, the physician plans to replace the extension and ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D4 device information was provided. Correction h6. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 6995893.

Event description:
The investigation was unable to determine the extension that is associated with the issue.